Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 4/06/2018. Device evaluation: the pcb00 device was returned to the manufacturer. The plunger was observed almost advanced. The pcb00 device was observed under microscope and scarce amount of viscoelastic residues were observed in the cartridge tip and tube. Dfu states to completely fill the viewing window of the pcb00 with ovd. The lens was observed stuck at the loading zone of the cartridge with the pushrod overriding the lens. This condition could be caused by the scarce amount of viscoelastic observed which causes the lens to stuck and due to the forces performed the pushrod overrides the lens. The lens was removed from the pcb00 device and no residues were observed in the optic zone. The lens was observed torn by one side near to ones of the haptics that was observed detached and missing. This condition could be caused by the scarce amount of viscoelastic observed which causes the lens to stuck and due to the forces performed the pushrod overrides and broken the lens. The complaint was verified, however due the condition of the sample received it could not be related to the manufacturing problem. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. A search in complaint history revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable, the lens was not used. If explanted; give date: not applicable, the lens was not used. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was cracked. Reportedly, the lens as found cracked upon opening the package. No additional information provided.